Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns indicated high impedance during a diagnostics test taken at a routine office visit. The vns was then disabled and the patient has been referred for x-rays. No adverse events have been reported. Surgery is not planned at this time as the caregiver would like to hold off on replacement since the patient's seizures are currently well controlled with medication.